Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. The implant aneurysm and vessel morphology were not reported. It was reported that the patient presented emergently with a ruptured aneurysm. The patient was lost to follow up, there was an aneurysm rupture; the patient was converted to an open repair. No further information has been obtained. No additional clinical sequelae reported, and the patient status is unknown.

Manufacturer narrative:
(B)(4). Results: surgical conversion to open repair, rupture, patient was lost to follow up, lack of information. Conclusions: patient was lost to follow up, lack of information.